Event description:
The customer reported that the remote network station (rns or remote monitoring system) has low volume alarm.

Manufacturer narrative:
There no patient injury or adverse event. The customer checked their 26 units in response to the notification sent to them from us and found that 24 of the 26 units had the low volume alarm issue. We had asked the customer for serial numbers, but they did not provide them to us. All 26 rns units were removed from service and were exchanged out.